Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: autoimmune disorder, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient experienced superior mesenteric artery syndrome, severe headaches, dry mouth, a tear in the supraspinatus tendon, suicidal thoughts, depression, anxiety, post traumatic stress disorder, pain, cracked root on a tooth, digestive troubles, vomiting, nausea, median arcuate ligament syndrome, bowel obstruction, hernia, full stomach paralysis, multiple infections, difficulty breathing, difficulty doing activities, weight issues, weakness, rapid health decline, hair loss, insomnia, extreme fatigue, heat intolerance, cold intolerance, bedridden, feet cramps, migraines, no appetite, flu-like symptoms, mouth sores, burning mouth, and weight loss. In addition, she was diagnosed with sjogren's syndrome and a deflated left breast implant. Patient also stated she had breast implant illness. As a result, the patient underwent bilateral removal and replacement with 275cc mentor memorygel breast implants on (B)(6) 2017. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-04093 for the contralateral event.